Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "jaws mis aligned and poor sealing" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro jaws mis-aligned resulting in poor vessel sealing. The hospital did not report any pt effects. The product was returned.